Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. . Pump was received with unexpected low battery alarm or battery power loss alarm due to j6 connector resistance issue. (B)(4).

Event description:
The customer reported via phone call that the battery would only last for 3 hours only. The customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.